Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 575 mg/dl and diabetic ketoacidosis. Customer¿s bg was treated intravenously with fluids of saline and insulin. The customer was discharged on 3/30/2023 with no permanent damage. Reportedly, the customer alleged that the pump did not deliver insulin as intended. Tandem technical support reviewed pump data logs and found that the pump performed as intended. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.